Event description:
Note: this report pertains to one of two devices that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2008-1393 for a description of the other event. It was reported to boston scientific corporation on august 18, 2005 that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography procedure performed in 2005 (patient gender, age and weight are unknown). According to the complaint, the guidewire in use frayed and became lodged in the stent. The procedure was aborted and the patient transferred to another hospital. No patient complications were reported.

Manufacturer narrative:
Visual inspection revealed that the pull wire had been pulled out of the push catheter at the ramp. The distal portion of the pull wire was bent just prior to the guide catheter. The guide catheter was working within expected tolerance. The stent was not returned for analysis. No other problems were found with this device. The cause of the reported malfunction is undetermined.

Manufacturer narrative:
Corrected data: should be: initial was: not checked.